Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.